Event description:
Reporter indicated that the surgeon used a ks-ni2 19.0d preloaded injector on (B)(6) 2015. When handling the screw plunger of the device, the plunger became tough to push, the lens rotated and became blocked. There was no patient contact.

Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. (B)(4). Device evaluated by the manufacturer? No: device was not returned. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received - the surgeon used a ks-ni 19.0d preloaded injector.